Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a review of the black box showed no evidence of a cs 163 no cartridge detected warning. During investigation, the rewind, load and prime steps were performed successfully with no warnings or alarms. During testing, the force sensor calibration was found to be within required specification. The pump was opened and there was no evidence of damage on the force sensor pins observed. The original complaint of a load step malfunction issue was not duplicated during investigation. There was no defect found.